Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that there were three holes in the hose. It was further determined that the device was running below the operational rotations per minute (rpms) specification. During service/repair, it was observed that the vanes were worn out. It was further determined that the holes in the hose were consistent with mishandling and the worn-out vanes were consistent with normal use over time. The assignable root causes were determined to be due to normal wear and improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery set up, it was discovered that the hose of the motor device was leaking air. During in-house engineering evaluation, it was observed that the device was running below the operational rotations per minute (rpms) specification. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.